Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. Therefore, service recommended that the pump's expulsor to be replaced to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced over infusion. No adverse effects reported.